Event description:
The account alleged that the side rail is not latching. No patient impact.

Manufacturer narrative:
The technician found debris in the side rail latch mechanism. The technician cleaned and lubricated the side rail latch mechanism to resolve the issue.